Manufacturer narrative:
One spinalogic (product number 01-207-0007, serial number (B)(4) was returned for evaluation. Full treatment was run at test station and a 30-minute battery treatment was run. The product met specifications and did not malfunction. Production records were reviewed and there were no findings that would have contributed to the reported event. The cause of the event could not be determined.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient was sitting in a chair using her spinalogic and she felt something warm. She stood up and immediately removed the device. She took off the device and it had burned two holes into two of her shirts, a t-shirt and a blouse. There was reportedly no patient injury.